Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient family member that the "device did not go off when (the patient) went into cardiac arrest." The device remains in use. No patient complications have been reported as a result of this event.